Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. After clearing the event codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device logged an event code which is related to a potential issue of the device to deliver energy. In this state, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.